Event description:
During follow-up, high pacing impedance and high capture threshold were observed on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. No intervention was performed. The patient was stable and there were no adverse consequences.